Event description:
It was reported to boston scientific corp on oct. 6, 2008 that an rf 3000 radiofrequency generator was used during an rf ablation procedure performed in 2008. According to the complainant, it was reported that a "p4" error (indicating the current flowing through the pad exceeded 0.8amp) was noted when the power reached 180 watts. Reportedly, the pt grounding pads were changed twice in an attempt to remedy the error code. The procedure was completed with the same rf 3000 radiofrequency generator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "unk".

Manufacturer narrative:
The device MFR date is unk. Although the device has been returned, the eval has not been completed; the cause of the malfunction is undetermined. The product directions for use (dfu) states: "causes for a p (x) error include improper location of pad placement (one pad placed closer to the active electrode, thus absorbing more current than the other pads) or poor pad contact with the skin (peeling or tenting). In case of a p (x) error, all pads should be checked for location and proper skin contact."